Event description:
The affiliate reported the device was used during a mammaria mobilisation. The device made a continous tone. The case was completed with another device. There was no consequence to the patient.